Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this IFU lists the potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.